Event description:
It was reported that during a lap cholecystectomy procedure, the device broke. Another device was used to complete the case with no patient consequence. No additional information is available. One device is being returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned for analysis. The device was noted to have the jaw ramp broken off from the left side. No anomalies were found with the cam. The device was tested for functionality; it cycled, and ejected the remaining clips due to the jaw condition. An investigation has been initiated to determine the cause of the jaw ramp broken off from the right side.